Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.